Event description:
It was reported the disposable is folded and unable to get all of the air out to fill the device. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: corrected data; h10 device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other, other text: corrected data; h10 device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: see h10.

Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. No lot number was provided; therefore, a history record review could not be conducted. If the product is returned this complaint will be reopened for further investigation. G1, email address: regulatory.responses@icumed.com.